Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was bradycardic and had a heart rate in the 20 beats per minute (bpm) range. When emergency medical services arrived, the patient was receiving cardiopulmonary resuscitation (CPR). When the patient arrived at the hospital, their heart rate was in the 40 bpm range. The device was interrogated, and there were no stored episodes. Technical services (ts) referred the patient back to the clinic due to the clinic knowing how the device is programmed and if anything may have contributed to this event. No additional adverse patient effects were reported. This crt-p remains in service.